Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with under-sensing during a high ventricular rate episode. No changes were reported. There were no patient consequences.